Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had black screen and no lights on communication sled. A field service engineer (fse) unplugged the pyxibus cable for the drawers, after which the station powered on. It was identified that the drawer 2-2 controller had failed, preventing the station from starting. The fse replaced the drawer controller for 2-2, replaced worn retractors for drawers 2-1 and 2-2, and replaced the hardstop for drawer 4-1, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system was offline and the users were unable to turn on the station. The devices affected by this event could cause a delay in access. However, there were no delay or adverse events or injuries reported based on this event.